Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 15.90mm x 4.47mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Event description:
It was reported that during central processing, the force bipolar instrument did not fail during the last surgical procedure. The instrument got damaged during cleaning. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: this account was doing a robotic chole, and when asked to remove and instrument, they pulled it from the wrong arm while still on tissue. There were no patient injuries, but the emergency key was used.